Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found. The distal segment of the lead was returned and analyzed. The proximal conductor was distorted, all conductors had blood, outer insulation breached cut, blood on helix.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a cardiac arrest. Upon device interrogation, t-wave oversensing was observed. Additional information received reported the entire ICD system (leads and defibrillator) was removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead model is included in a field advisory. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. (B)(4): primary analysis finding: no anomalies were found. The distal segment of the lead was returned and analyzed. The proximal conductor was distorted, all conductors had blood, outer insulation breached cut, blood on helix. Evaluation summary: (B)(4): primary analysis finding: proximal conductor fractured. Blood/body fluid was present on the helix mechanism. The defib conductor was observed to be distorted. The distal segment of the lead was returned and analyzed.